Event description:
It was reported to philips that the device lost rotational movements. The device was in clinical use at the time of the event. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, and the procedure was completed (as planned) by restarting the system. The philips field service engineer (fse) visited the system onsite and found that the device had lost rotational movements. Upon troubleshooting, the fse identified that the prop motor had an over-current fault, and he thought that was probably the result of deterioration. To resolve the issue, the fse replaced the rotation motor and motor controller. The geometry pc has also been replaced as the logging showed that it had been restarting spontaneously. The prop motor has suffered an over-current error, so the mvr high-power board was also replaced. The defective motor rotation drive was returned to philips for failure analysis, but the cause of the motor rotation drive failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the rotation motor and motor controller by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a device lost rotational movements issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for the continuation and completion of the procedure. A device lost rotational movements; this issue can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart). It is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.